Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 25-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain") and adverse event ("although I have other symptoms"). The patient was treated with surgery (surgery to remove essure/I just had tubes and coils removed). Essure was removed. At the time of the report, the pelvic pain, back pain and adverse event outcome was unknown. The reporter considered adverse event, back pain and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from social media report : pelvic pain, back pain, adverse event. Most recent follow-up information incorporated above includes: on (B)(6) 2020: follow up received from social media. Reporter was added. Patient's age and city were added. Surgery information 'I just had tubes and coils removed' was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain") and adverse event ("although I have other symptoms"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain, back pain and adverse event outcome was unknown. The reporter considered adverse event, back pain and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from social media report: pelvic pain, back pain, adverse event. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain / back pain when not menstruating "), adverse event ("although I have other symptoms"), abdominal pain lower ("lower abdominal cramping"), dysmenorrhoea ("severe pain during menstruation "), menorrhagia ("heavy bleeding during menstruation"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), migraine ("migraine headaches"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth ") and arthralgia ("hip pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure/I just had tubes and coils removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and adverse event outcome was unknown and the back pain, abdominal pain lower, dysmenorrhoea, menorrhagia, vaginal discharge, vaginal infection, migraine, alopecia, dysgeusia, arthralgia and weight increased had not resolved. The reporter considered abdominal pain lower, adverse event, alopecia, arthralgia, back pain, dysgeusia, dysmenorrhoea, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff has not yet undergone surgery to remove the essure micro-inserts, and still suffers o this day from the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: results: confirmed full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following one/ones was/were reported from social media report : pelvic pain, back pain, adverse event. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: case (B)(4) found to be duplicate of this case, all source documents, references, events- " severe abdominal cramping, severe abdominal cramping, heavy bleeding during menstruation, vaginal discharge, vaginal infections, migraine headaches, hair loss,metallic taste in mouth, hip pain, weight gain" from case (B)(4) were transferred to this case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('when amputating the proximal most portion of the fallopian tube there was still coil present in the uterine cornual after I had removed the tube') and pelvic pain ('pelvic pain'). In a 25-year-old female patient who had essure (batch no. B91738), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain/back pain when not menstruating"), abdominal pain lower ("lower abdominal cramping"), dysmenorrhoea ("severe pain during menstruation "), menorrhagia ("heavy bleeding during menstruation"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), migraine ("migraine headaches"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth") and arthralgia ("hip pain"). And was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic removal of essure device and laparoscopic removal of essure device/I just had tubes and coils removed). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage and pelvic pain outcome was unknown. And the back pain, abdominal pain lower, dysmenorrhoea, menorrhagia, vaginal discharge, vaginal infection, migraine, alopecia, dysgeusia, arthralgia and weight increased had not resolved. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, device breakage, dysgeusia, dysmenorrhoea, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff has not yet undergone surgery to remove the essure micro-inserts. And still suffers o this day from the symptoms. Visualisation of that cornua revealed 8 coils protruding on the left into the uterine cavity. On the right similar method was used , 7 coils were protruding on the right. Discrepancy noted, in essure removal date: as per current fup reported as (B)(6) 2017. Date of procedure: (B)(6) 2017 (as per mr): when amputating the proximal most portion of the fallopian tube, the essure device was easily able to be removed inside of the tube without difficulty. There was no evidence of essure left on left side. I then dissected off the right fallopian tube from distal to proximal fashion using the ligasure device. And when amputating the proximal most portion of the fallopian tube there was still coil present in the uterine cornual after I had removed the tube. I was able to grasp this with the atraumatic grasper and removed it through the 12 mm port without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2014, results: confirmed full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following one/ones was/were reported from social media report: pelvic pain, back pain, adverse event batch no: b91738, production date: 2013-10-31, expiration date: 2016-10-31. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-dec-2020, quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('when amputating the proximal most portion of the fallopian tube there was still coil present in the uterine cornual after I had removed the tube.') And pelvic pain ('pelvic pain') in a 25-year-old female patient who had essure (batch no. B91738) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain / back pain when not menstruating "), abdominal pain lower ("lower abdominal cramping"), dysmenorrhoea ("severe pain during menstruation "), menorrhagia ("heavy bleeding during menstruation"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), migraine ("migraine headaches"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth ") and arthralgia ("hip pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery ( laparoscopic removal of essure device/I just had tubes and coils removed). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage and pelvic pain outcome was unknown and the back pain, abdominal pain lower, dysmenorrhoea, menorrhagia, vaginal discharge, vaginal infection, migraine, alopecia, dysgeusia, arthralgia and weight increased had not resolved. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, device breakage, dysgeusia, dysmenorrhoea, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff has not yet undergone surgery to remove the essure micro-inserts, and still suffers o this day from the symptoms. Visualisation of that cornua revealed 8 coils protruding on the left into the uterine cavity. On the right similar method was used , 7 coils were protruding on the right. Discrepancy noted in essure removal date: as per current fup reported as (B)(6) 2017 date of procedure: (B)(6) 2017 (as per mr): when amputating the proximal most portion of the fallopian tube, the essure device was easily able to be removed inside of the tube without difficulty. There was no evidence of essure left on left side. I then dissected off the right fallopian tube from distal to proximal fashion using the ligasure device and when amputating the proximal most portion of the fallopian tube there was still coil present in the uterine cornual after I had removed the tube. I was able to grasp this with the atraumatic grasper and removed it through the 12 mm port without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: results: confirmed full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following one/ones was/were reported from social media report : pelvic pain, back pain, adverse event. Most recent follow-up information incorporated above includes: on 24-nov-2020: medical record received lot number was added. Reporter information and rcc were added. New event added: device breakage. Event adverse event nos deleted as specific events are present in case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.